Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm navitor was successfully prepped and loaded as recommended in IFU. Before tavi procedure, proctor did a dilatation of the abdominal aorta with a non-abbott device. During the tavi procedure, patient was hemodynamically unstable (low blood pressure), even after 40% deployment of the valve. After re-sheathing (valve position was too high at left coronary cusp (lcc)) and second deployment, the patient's blood pressure was still too low. Recovery was achieved after injection of 10g suprarenin. There is no allegation against the abbott device and the device is working as intended. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of hypotension was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and that the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.